Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 256 mg/dl at the time of incident. The customer reported that the no delivery alarm was resolved by changing the infusion set. The customer also reported that they found that the cannula was bent and the site had leak. The customer stated that the blood glucose went up around 400 mg/dl. The customer was advised how to prevent bent cannula. The insulin pump will not be returned for analysis.